Event description:
It was reported that the patient implanted with this pacemaker experienced a syncopal episode that resulted in a fall. The patient was hospitalized where an ECG found loss of capture. The device was not pacing and the field representative was not able to measure the pacing threshold or impedance values. It was noted the battery status was beginning of life (bol). Device data was submitted to technical services for review. However, the data was incomplete and engineering analysis was not possible. The device was explanted and replaced three days later. No additional adverse patient effects were reported. The explanted device was returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted minor scratches. The device had no telemetry and no output. The device case was opened and internal inspection noted no irregularities. An external power source was connected and manual testing was performed. Manual electrical measurements noted normal pacing and sensing functions. The longevity calculator indicates the length of time from implant to elective replacement time (ert) when a model s508 is programmed to nominal values is 5.0 to 5.9 years. This device was implanted for 9 years. It exceeds longevity expectations. The battery status of bol when the device was interrogated while implanted was cause by devices resets due to the normally depleted battery.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that the patient implanted with this pacemaker experienced a syncopal episode that resulted in a fall. The patient was hospitalized where an ECG found loss of capture. The device was not pacing and the field representative was not able to measure the pacing threshold or impedance values. It was noted the battery status was beginning of life (bol). Device data was submitted to technical services for review. However, the data was incomplete and engineering analysis was not possible. The device was explanted and replaced three days later. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.